Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to get help with the remote monitor and was getting shocked. No troubleshooting was indicated for the patient getting shocked. The reader is expected to be replaced. Monitor remains in use. No patient complications have been reported as a result of this event.